Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two percutaneous leads (from the same lot) as part of her scs trial system for bilateral low back and leg pain. It was reported the pt's stimulation changed and she could only feel stimulation in her left side and ribs. X-rays revealed the leads had migrated. The physician removed the trial leads. It was reported the physician planned in re-trial the pt at a later date.